Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. There were other sutures in the product box. Four each of 'y823' (code of another suture) were in the box of 'w9233t.' Further information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-03828, 2210968-2024-03829, 2210968-2024-03831.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/27/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, d4. The following information was requested: please confirm if the four (4) y823; lot# temmjq sent for evaluation belongs to this complaint, another complaint (please specify pc #) or was sent in error.